Manufacturer narrative:
No button error alarm noted. However esc and act buttons did not respond due to corroded keypad traces. Unable to perform displacement, rewind,basic occlusion, occlusion, prime and excessive no delivery test due to no button response. Pump received with minor scratched display window, cracked reservoir tube lip, missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 291 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.